Event description:
The customer reported approximately 3 mls of a bluish fluid leaked around the multi-transducer module (mtm) in the unicel dxh 800 coulter cellular analysis system. The customer stated the instrument generated specimen processing module (spm) home and differential errors. The leak was contained within the instrument. The operator was wearing a lab coat, gloves and goggles at the time of the incident. There was no reported exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the leak from loose quick disconnect coupling (qd8) on the multi-transducer module (mtm) tubing harness inside the vcsn tank shield. The fse observed the leak had damaged the pwa board on the manual station. The fse replaced the manual station assembly resolving the specimen processing module (spm) home errors. The fse performed a mtm gain and phase adjustment following the replacement of parts. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).